Event description:
A malfunction was reported on the customer's pump, which had been experiencing charging issues prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump before contacting technical support, who provided additional reset information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared.